Manufacturer narrative:
Additional information was received on the event on january 29, 2016. It was considered on high flow as the noise occurred when the pump was activated with high flow without ablation. The estimated flow delivered is not known. The setting for low flow was 2ml/min. The setting for high flow was not known. It was not known if the generator and cool flow pump were in auto mode or manual mode. (B)(4).

Manufacturer narrative:
Method: actual device not tested. Results: no malfunction found since device was not tested. Conclusion: unable to confirm. (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a coolflow pump. A signal noise occurred at the abl 1-2 during the ablation. High flow was conducted without ablation. It was considered on high flow as the noise occurred when the pump was activated with high flow without ablation. The estimated flow delivered was not known. The setting for low flow was 2ml/min. The setting for high flow was not known. It was not known if the generator and cool flow pump were in auto mode or manual mode. The cable and the pump were changed but the issue continued. The procedure was completed with using the same system although they continued to have this issue. There was no patient consequence reported. The system was sent back to the customer by the customer's request. No analysis was performed. Issue was not able to be confirmed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a coolflow pump. A signal noise occurred at the abl 1-2 during the ablation. High flow was conducted without ablation. The cable and the pump were changed but the issue continued. The procedure was completed with using the same system although they continued to have this issue. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The noise issue was assessed as not reportable as the patient's heart rhythm was still visible to the operator. Therefore, the risk to the patient was low. The highflow issue was assessed as a reportable malfunction as there was highflow without ablation.